Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. No intervention was performed, and the patient experienced no consequences.